Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer¿s blood glucose was 240 mg/dl. Troubleshoot was performed. Customer stated the insulin pump got exposed to water at the beach than it went blank after that. The insulin pump was going blank for 3 weeks. Customer states battery compartment was damaged. Customer was not calling back after receiving a new battery cap. Customer will call back if the issue reoccurred. Insulin pump will not return for analysis. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due corroded battery tube. No moisture damage electronic or motor assembly. The insulin pump had minor scratched lcd window, broken battery tube threads broken reservoir tube lip. Unable to perform functional tests due to blank display.